Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery, post-op, patient suffered from pain. Patient has left si joint replacement. After it was inserted patient reportedly suffered with a whole new level of pain. Patient had fixation device with screws and rods at l5-s1. Three triangular components were inserted into left hip. The same region as the pericles screws and rods. The wound dehiscence. Patient developed septic and ards. The foot long wound in the left thigh healed after a few hosp stays requiring both inpatient and outpatient IV therapy and hyperbaric chamber treatment. The pain was worse then patient ever experienced. Patient left leg had no reflexes, it just dangled a CT myelogram revealed that the pedicure screw had ended up in patient sciatic nerve. It had been there for almost two years. The revision surgery was performed. To this day there is no identification of native bone to that area. Symptoms improved after surgery. Both lumbar surgery and si joint surgery were done.